Manufacturer narrative:
Cont. H6: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture of the right side device diagnosed via MRI. Device has been explanted and replaced with non-allergan.

Event description:
Healthcare professional reported rupture of the right side device diagnosed via MRI. Device has been explanted and replaced with non-allergan.

Manufacturer narrative:
Photo evaluation: it is not possible to determine the lot number or catalog through the photos provided. Visual analysis of the photographs identified: rupture: no observed. No additional observations no further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported rupture of the right side device diagnosed via MRI. Device has been explanted and replaced with non-allergan.